Event description:
It was reported that the patient became unconscious and was transported to the emergency room (ER) due to hypoglycemia on an unknown date, estimated to be (B)(6) 2025. The pod had been worn on the arm for an unknown duration. The patient was showering, went to sit down on the edge of their bathtub and blacked out. The patient does not remember anything that happened following this; however, they were told that they made their way downstairs and their son called an ambulance which took them to the ER. The patient does not know their exact blood glucose levels during this event or how long they had been wearing their pod. The patient thinks they were treated with glucagon but was unsure when reporting. The patient left the ER the same day, an estimated one hour after arriving.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.